Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) who performed therapy with a homechoice device (hc) passed away. The cause of death was reported to be myocardial infarction. It was not reported if an autopsy was performed. Additional information was requested but was not available.

Manufacturer narrative:
(B)(4): the device was received and an evaluation was performed to investigate the reported event. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported event. A review of the service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. During evaluation, electrical and functional testing was performed and the device was determined to meet performance specification requirements related to the reported event. Internal and external inspection was performed and no issues related to the event. The device pased temperature verification testing. No failure or malfunction or increased intraperitoneal volume (iipv) event was identified that could have caused or contributed to the home patient passing away. The cause of the reported event could not be determined. The device will be sent to service. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.